Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) an inquiry was received with question regarding the device longevity estimator, and noted the pacing rate of 65 beats per minute (bpm). It was explained that the ipg could not programmed to65 unless elective replacement indicator (eri) triggered or a power on reset (por) occurred. The caller noted that no indication of eri or por was present. Review of device date revealed a por had occurred approximately two years earlier, which is reason for the 65 bpm pacing rate. There was no other device performance issue noted. The device pacing rate was to be re-programmed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. . If information is provided in the future, a supplemental report will be issued.